Event description:
Additional information: the patient presented to the emergency department on (B)(6) 2016 after the patient was notified that blood cultures turned positive. The patient was found to have staphylococcus epidermidis bacteremia, and was treated with daptomycin and ceftarolin due to development of rhabdymyolsis. On (B)(6) 2016, the patient developed severe headache and CT of head showed diffuse subarachnoid hemorrhage (sah). Inr was reveresed but was subtherapeutic at 1.7 on admission. CT angiogram of head and neck was unremarkable. The patient experienced elevated flows and powers with ldh spiked to over 3000 over the course of hospital admission. Electrocardiogram ramp strongly suggested thrombus formation within lvad or outflow graft. The patient's family and the patient decided to make do not resuscitate (dnr) and do not intubate (dni). The patient was transferred to hospice. The patient was not a candidate for pump exchange or heart transplant due to obesity and recent sah. Dobutamine was started on palliative measure and antibiotics were discontinued at discharge. The vad driveline was cut per the patient's family request. The patient was discharged home with hospice on (B)(6) 2016. The patient expired outside of hospital. The device was not explanted.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 19 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired due to bacteremia, subarachnoid hemorrhage (sah), and device thrombosis. Further information was requested but has not been provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system and the reported event could not be conclusively established. The heartmate ii left ventricular assist system (lvas) instruction for use lists device thrombosis, stroke, bleeding, and (pocket, local, and driveline) infections as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.